Manufacturer narrative:
Contact attempts were made to obtain pump serial number and more details regarding to the event with no response. Device was not returned. Complaint could not be duplicated.

Event description:
Info received from nursecomm call stated that the pump was running and formula was not infusing.